Event description:
It was reported that the tip of the pituitary is broken. The broken piece was retrieved. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. We are unable to determined the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.